Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery test anomaly noted. Device received with intermittent button response due to flattened esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new batteries, unexplained no delivery, buttons were less responsive. Customer's blood glucose value was unknown. The customer declined troubleshooting for multiple pump error. Insulin pump will not return for analysis.